Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user hematocrit outside of range. (B)(4).note: at call back on (B)(6) 2017, wife stated the customer had gone to urgent care on (B)(6) 2017 where a blood glucose test was performed with their glucometer and the result was 225 mg/dl. An EKG was also performed and was abnormal. The urgent care had sent the customer to the hospital where he was admitted. The customer was found to be orthostatic and anemic. The customer received two units of packed red blood cells and additional cardiac testing had been done. The customer had not yet been discharged from the hospital. At call back on (B)(6) 2017, customer's wife stated her husband was still in the hospital and that they were running tests. Wife stated the customer's blood glucose result from earlier that day was 149 mg/dl. At call back on (B)(6) 2017, wife stated the customer's condition had improved and he did not currently have any diabetic symptoms. Wife stated the customer had been discharged from the hospital on (B)(6) 2017. Wife stated the customer's blood glucose result at the hospital was 225 mg/dl and he had received a couple of shots of insulin. Wife stated when the customer left the hospital on (B)(6) 2017, his blood glucose result was 145 mg/dl.

Event description:
Consumer reported complaint for e-0 error message. Wife is calling on behalf of the customer. During the call on (B)(6) 2017, the customer stated that he was feeling lightheaded and some dizziness but was not sure if it was related to his diabetes. Customer stated he had eaten that morning around 7 am and had not eaten anything since then. Customer stated he had taken his diabetes medication as well. Customer had stated he may seek medical attention. The customer's expected fasting blood glucose test result range was undisclosed. During the call on (B)(6) 2017, a back to back blood test was performed by the customer and customer was unable to obtain a reading. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history. Customer states he may go to the emergency to make sure everything is ok. Wife states his normal range is 100-150mg/dl while fasting. Wife states they may go to cvs and have his blood results tested.